Manufacturer narrative:
The product was not returned for analysis. Photo shows implanted iol. A mark/line/crack is visible over the iol gusset area. Based on our observation of the attached photo, a mark/line was observed over the gusset area. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed marks on lens when he implanted from injector. Additional information has been requested and received stating that, mark seen on optic and haptic, the marks on the iols were seen post implantation of the iols. Thus surgeon had not explanted the iols. There are two medical reports associated with this event. This file is 1 of 2.